Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000113018.

Event description:
It was reported patient's leads were providing uncomfortable stimulation after patient experienced trauma at work. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.